Manufacturer narrative:
During the eval of the device at the third party service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board and sensor board were replaced to address the issue.

Event description:
The MFR received info alleging a ventilator was alarming. The device was not in pt use.